Event description:
Interventional radiologist md inserted PICC line under ultrasound guided fluoroscopy in the left basilic vein. Placement confirmed under fluoroscopy. Md flushed both ports with saline followed by heparinized saline. Unknown concentration of heparin. No packaging was saved and no other device information was recorded. Two days later, the patient developed a thrombosis. It is unclear if the PICC line is related to the thrombosis. Staff did not save the PICC line after it was discontinued.